Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirms that no image is displayed due to damage to the patient board set. Therefore, it is likely that no image is displayed due to the damage to the patient board set. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.